Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was failing to sense. It was noted that the patient was in atrial fibrillation. The lead was electrically abandoned. No patient complications were reported as a result of this event.